Manufacturer narrative:
A1: patient identifier:(B)(6). E1: initial reporter phone number: (B)(6). B3: date of event: corrected. B5: describe event or problem: corrected/ new information.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The patient received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The native aortic valve was then treated with deployment of a 27 mm lotus edge valve, according to the instructions for use(IFU). On the same day post index procedure, the patient developed left bundle branch block (lbbb). It was further reported that there was correct positioning of the lotus edge valve into proper anatomical location. Also, the corrected onset date of the lbbb was one day post index procedure.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The patient received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The native aortic valve was then treated with deployment of a 27 mm lotus edge valve, according to the instructions for use(IFU). On the same day post index procedure, the patient developed left bundle branch block (lbbb). It was further reported that there was correct positioning of the lotus edge valve into proper anatomical location. Also, the corrected onset date of the lbbb was one day post index procedure. It was further reported that the patient was also noted with first degree heart block post procedure. The patient was discharged home on aspirin the day following the procedure. 39 days post index procedure, the lbbb was considered recovered.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter phone number: (B)(6). B5: describe event or problem: new informationb6: relevant tests/laboratory data: new information

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given. The patient received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The native aortic valve was then treated with deployment of a 27 mm lotus edge valve, according to the instructions for use (IFU). On the same day post index procedure, the patient developed left bundle branch block (lbbb).